Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a clinical investigation was performed to identify a causal relationship between the peritoneal dialysis (pd) treatment and the adverse event. Based on the provided information a temporal association exists between the liberty cycler and the reported adverse event of umbilical hernia. However, the pd nurse reported the umbilical hernia was a pre-existing condition prior to the patient beginning pd therapy. There is no allegation against the liberty cycler having malfunctioned or not performed as expected. Additionally there is no evidence the liberty cycler caused and/or contributed to the adverse event of umbilical hernia. Based on the available information causality cannot be fully determined.

Event description:
A peritoneal dialysis (pd) called regarding a vacuum to high alarm and during the call mentioned they had a hernia surgery (procedure and date unknown). Upon follow up the pd nurse stated the patient had an umbilical hernia (symptoms unknown) was a pre-existing condition prior to the patient beginning pd therapy. The patient continued pd treatment without change. Additional information has been solicited but unavailable.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. An internal visual inspection identified evidence of infestation inside the cassette compartment. A simulated treatment was performed and completed on the cycler with no issues noted. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The cause of the dried fluid could not be determined. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.